Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the right side of tower doors 5¿8 did not function due to software bug. A technical support specialist (tss) transferred the eft file to the es server, extracted the contents, updated the device name, and ran a query to obtain the parent storage space key. The logs showed errors on the tower. The tss followed knowledge article - "manually unloading storage spaces: es 1.6.x¿1.11.x" and "medstation es, cannot unload pocket using drawer unload script, cannot insert the value null into column startstoragespaceinventorykey" to address the storage space script issue. The tss updated the storage space script and performed a manual full sync with a database drop; the full sync completed without issues. The tss then logged into the device and confirmed that the tower pockets were set to zero in the storage space configuration screen. The tss instructed the field service engineer (fse) to shut down the device, disconnect the towers, restart the device, delete the towers, and reconfigure them. The fse confirmed that the issue was resolved after the customer reloaded the tower. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, comm sled on the medstation 1.11 was replaced, and afterward the right side of tower doors 5¿8 was not function. There were no adverse events or injuries reported based on this event.